Event description:
It was reported that following a demonstration of the phaco veritas vision system a patient showed a corneal burn in the left eye in the days following the surgery. A suture was performed during a new surgical procedure in the operating room. The patients condition has resolved without any further damage. No further details has been provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the veritas console has not yet been evaluated. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.